Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Customer stated that they received pump error but was able to clear the alarm and rewind the pump. Customer reported that there was crack at middle back casing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage (damaged backside of pump), failed battery test alarm, pump error 41 alarm, and pump error 43 alarm found on (B)(6) 2022. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 41 nor pump error 43 alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on (B)(6) 2022 at 06:56:21, 06:56:45, insert battery alarm on (B)(6) 2022 at 06:58:09, 18:07:08. Confirmed pump error 41 alarm on (B)(6) 2022 03:28:00 in the pump downloaded history. Confirmed pump error 43 alarm on (B)(6) 2022 03:28:00 and 03:38:00 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: cracked case on corner of belt clip rails, pillowing keypad overlay, peeling serial number label, and scratched case. In summary, customer allegation for cosmetic damage (damaged backside of pump) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. Customer alleged for failed battery test alarm was confirmed. Customer alleged for pump error 41 alarm and pump error 43 alarm were found in the pump history, however were not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.